Event description:
It was reported that the patient presented to the clinic in atrial flutter rhythm with complete loss of ventricular capture in the unipolar configuration at 7.5 v, 1.5 ms. Ventricular lead impedance was 328 ohms. X-ray confirmed that the lead was in the coronary sinus.